Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 29 mmol/l at the time of the incident. Customer experienced symptoms such as nausea, headache. Customer was treated with insulin pump and injections. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported they did not allege insulin pump was under delivering. Customer was using auto mode. Customer was performed high pressure test and it was passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.